Manufacturer narrative:
Testing and investigation found the device did not sound an audible alarm tone while on the low volume position. This was due to a lifted pin on the piezo transducer. The device was been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device did not sound an audible alarm during an alarm condition while on the low volume setting. The device was returned to the biomedical engineering dept with an unsigned note that stated, "broken." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. During testing at the user facility, the device did not sound an audible alarm during an alarm condition while on the low volume setting. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no add'l info was reported.